Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. A revision was performed and the pacemaker with the rv lead, right atrial (ra) lead and the previously capped lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref reports: mw5169798, mw5169799.